Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that lead impedance dropped from around 400 ohms to just over 200 ohms twice. There was noise on the ra but it was not able to be reproduced. Its believed there may be an insulation breach. The lead remains implanted at this time.